Event description:
It was reported that high impedance, high capture threshold and low r-waves were observed. Lead fracture was noted. The patient suffered a fall prior to the electrical measurement changes. The lead was capped and replaced. The patient was fine post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).